Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-42133 related manufacturer reference number: 2017865-2023-42134 it was reported that the patient presented in clinic with redness, infection and wound dehiscence at the device site. The pacemaker, right atrial lead (ra) and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.